Manufacturer narrative:
Based on the description of the event evaluation form and follow-up email, a cap was backed out post-operatively. A revision surgery was taken place to take out failed hardware. The torque of the handle was reported to not function as normal. However, the part was not returned. Therefore, an evaluation of the physical part cannot be performed, and the exact cause cannot be established. This complaint is captured in the system's risk analysis creo 4.75mm threaded cocr deformity & degen stabilization system, creo amp 4.75mm threaded cocr deformity & degen stabilization system, creo amp threaded deformity stabilization system, creo amp threaded stabilization system, creo fenestrated mis stabilization system, creo fenestrated threaded stabilization system, creo mis stabilization system, creo nxt deformity stabilization system, creo nxt stabilization system, creo threaded deformity stabilization system, creo threaded stabilization system, revere 5.5 & 6.35 deformity ss system, and revere threaded reduction. This complaint will be re-evaluated if the part is returned at a future date. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report. B4, g3, g6, h2, h6, h10.

Event description:
It was reported that due to wear and tear on the handle they had a cap back out post operatively.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that due to wear and tear on the handle they had a cap back out post operatively.